Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralight st mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient has personal damages arising from severe injuries sustained as a result of a hernia operation (and mesh insertion) in which a bard/davol ventralight st mesh was used in the aforementioned procedure.

Event description:
As reported on 08/20/2018: the following was alleged by the patient's attorney: (B)(6) 2016: the patient has personal damages arising from severe injuries sustained as a result of a hernia operation (and mesh insertion) in which a bard/davol ventralight st mesh was used in the aforementioned procedure.

Manufacturer narrative:
Addendum based on additional information provided by patient's attorney: at this time no conclusions can be made. It is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited additional information provided no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.